Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a detachment occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure it was noted that a part of the guidezilla broke off. The guide catheter was utilized to trap the guidezilla and the device was removed completely. The procedure was completed with an alternate device. There were no patient complications were reported.